Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain in the lower abdominal area/both sides/ side pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included heart valve replacement and cardiac pacemaker insertion. Concomitant products included bupropion, gabapentin, metoprolol, tramadol and warfarin. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (total laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving and the genital haemorrhage, ovarian cyst, migraine, headache and mental disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, mental disorder, migraine and ovarian cyst to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported as (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain in the lower abdominal area/both sides/ side pain") and genital haemorrhage ("severe bleeding") in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included heart valve replacement and cardiac pacemaker insertion. Concomitant products included bupropion, gabapentin, metoprolol, tramadol and warfarin. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (total laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving and the genital haemorrhage, ovarian cyst, migraine, headache and mental disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, mental disorder, migraine and ovarian cyst to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported as (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Product indication, explanted date added and implanted date updated. Product lot number received. Event severe and permanent injuries updated to severe pain in the lower abdominal area and on both sides, severe bleeding, ovarian cysts, migraines, headaches, psychiatric and/or psychological condition she did not undergo essure confirmation test. Concomitant drugs and historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain in the lower abdominal area/both sides/ side pain/lower abdominal area pain, severe sharp stabbing pain") and genital haemorrhage ("severe bleeding/bleeding") in an adult female patient who had essure (batch no. C95073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included heart valve replacement and cardiac pacemaker insertion. Concomitant products included bupropion, gabapentin, metoprolol, tramadol and warfarin. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("both side pain severe, sharp, stabbing cramps"), migraine ("migraines/head-migraine") and headache ("headaches/head pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced ovarian cyst ("ovarian cysts/ovarian cyst"). On an unknown date, the patient experienced mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (total laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, pelvic pain, migraine and headache was resolving and the genital haemorrhage, ovarian cyst and mental disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, mental disorder, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported as (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received. Reporter information added. New event added: both side pain. Outcome of the events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.